Event description:
Reported due to retroperitoneal bleed requiring intervention. On 3/28/2006, the physician performed arteriotomy closure on the common femoral artery after an interventional procedure. The procedure was successful. The patient was transported to the recovery room and was highly anticoagulated. While in the recovery area, the patient's experienced what appeared to be symptoms of a vagal reaction, blood pressure dropped and the patient became diaphoretic but had no complaints of pain. When symptoms did not improve with fluids and atropine, the patient was transported back to the cath lab and the common femoral artery was recannulated. Another femoral angiogram was taken and showed bleeding at the common femoral artery puncture site. The physician applied manual compression at the site and the patient received two units of blood. The patient's blood pressure improved immediately. A femostop device was applied to the groin for 1-2 hours. The patient was discharged one day later.